Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage coupler. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had broken camera and coupler springs and screws popped out. The issue was found during preparation for an unknown procedure that was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head had broken camera and coupler springs and screws popped out. The issue was found during preparation for an unknown procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.